Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery. The physician advanced a 5.0x40mmx135cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 7atms and ruptured on the first inflation. The procedure was completed with another 5.0x40mmx135cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).